Manufacturer narrative:
B3: mw report date 23sep20216, initial date FDA received report 12aug2023 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook discovered a report from the united states food and drug administration (FDA) manufacturer and user facility device experience (maude) database regarding a cook coda balloon. Another manufacturer received information that during the implant of a transcatheter bioprosthetic valve, a rupture of the thoracic aorta occurred. It was reported that the cook coda balloon was believed to have caused the rupture. A cook graft (unknown) was placed to repair the rupture. However, the patient arrested while in the intensive care unit (ICU). The patient was unable to be revived and subsequently expired. The patient's death was reported to be related to the rupture. No autopsy was performed. No additional information can be provided as the customer is unknown.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a) investigation evaluation cook discovered a report from the united states food and drug administration (FDA) manufacturer and user facility device experience (maude) database regarding a cook coda balloon. Another manufacturer received information that during the implant of a transcatheter bioprosthetic valve, a rupture of the thoracic aorta occurred. It was reported that the cook coda balloon was believed to have caused the rupture. A cook graft (unknown) was placed to repair the rupture. However, the patient arrested while in the intensive care unit (ICU). The patient was unable to be revived and subsequently expired. The patient's death was reported to be related to the rupture. No autopsy was performed. No additional information can be provided as the customer is unknown. Reviews of documentation including the complaint history, drawing, quality control, manufacturing instructions (mi), and instructions for use (IFU) for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings: ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel and/or vessel rupture ¿ rupture of balloon ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions: ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture or injury balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. Maximum inflation volume catheter size max. Volume coda-2-10.0-35-120-40 40 cc coda-2-9.0-35-100-32 30 cc coda-2-9.0-35-120-32 30 cc how suppled supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this failure was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.